Event description:
In situ measurements revealed affected channels. The hearing performance with the device is still good but not as good as it was with all 12 channels activated. The user was successfully re-implanted on (B)(6) 2020. This report refers to 9710014-2020-00685. For further information please refer to this report.